Event description:
Four wk delay in wound vac supply from kci, 4 wks delay in healing, need antibiotic and ER. In (B)(6). Kci called to discontinue vac supplies and asked they wait 2 days til I saw doctor, discontinued anyway. Dr ordered vac continue, took until (B)(6), 2015 for supplies. Pump useless without dressings, to use it, and secretarial staff shouldn't do this to pts in the middle of therapy. Small black foam parts.